Event description:
It was reported underfilling occurred while using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter. It was reported that there are citrated tubes in circulation with a second frosted line below the guide line. There are citrated tubes in circulation with a second frosted line below the guide line. Currently, a few blood samples have been rejected due to insufficient blood in the tube. The problematic batch is: 0227239 expiration: 2021-05-31.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged with the incident lot was observed indicating multiple lines on the tube however; the indicated failure mode of underfill was not observed in the same photos. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Bd determined that the root cause of the indicated failure mode was attributed to a worn component within the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported underfilling occurred while using the bd vacutainer¿ 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter. It was reported that there are citrated tubes in circulation with a second frosted line below the guide line. There are citrated tubes in circulation with a second frosted line below the guide line. Currently, a few blood samples have been rejected due to insufficient blood in the tube. The problematic batch is: 0227239 expiration: 2021-05-31.